Event description:
The patient reported she received an occlusion alarm on her insulin infusion device. She stated she had an elevated blood glucose reading of 210-220 mg/dl with her normal range being 175-180 mg/dl. She stated the alarm was caused by the blue cog wheel on the piston rod becoming stuck, so she could not move it. She said she also had difficulty in removing the piston rod from the bottom of the insulin cartridge. The patient stated the piston rod has been in use for over 1 1/2 years. The patient was advised the piston rod should be changed every year. The patient was in a hurry, so arrangements were made to follow up. On follow up, the patient stated her blood glucose has returned to her normal range and she has not received any more occlusion alarms. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.